Manufacturer narrative:
Examination of the returned products confirmed a small portion of the threaded tip of the inserter broke off inside the driver hole of the stem. It appears the internal threaded inserter was used without the outer guard component which protects the threads of the inserter from becoming damaged. The outer guard component was not returned for evaluation. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw in impactor broke off in the top of the stem.